Event description:
It was reported that the patient experienced multiple pacemaker mediated tachycardias, suspected to be due to upper rate pacing. The atrial output was decreased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).